Event description:
Information was received that the patient implanted with this endograft underwent conversion to open repair. Additional information has been requested, however, as of the date of this report no additional information has been received.